Event description:
The reporter stated "two of the four screws lost the polyaxial head." Add'l info was reported on (B)(6) 2012. The event happened after surgery. The pt started having pain so the surgeon ordered an x-ray and he saw that the head of the screws had come out. A second surgery revision is scheduled for (B)(6), 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.